Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that the physician attempted an arteriotomy closure using three starclose devices after an unk procedure. Premature collapsing of wings was experienced. Closure was achieved with manual compression. There were no adverse patient events as a result of this incident.